Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that another manufacturer's remote monitoring system issued an alert for high out of range shock impedance measurements. Upon review of the data was noted that the shock impedance was high and out of range since the beginning of the year. Over the last two weeks the shock impedance continued to increase from 170 ohms to 200 ohms. Boston scientific technical services (ts) was consulted and suggested further testing. The field representative noted that no x-ray was taken and no further tests were performed. At this time the physician has opted to monitor the patient. The right ventricular (rv) lead remains in service with another manufacturer's device. No adverse patient effects were reported.